Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in clinic visit, it was noted that the left ventricular lead dislodged and exhibited loss of capture. The lead was successfully repositioned. No adverse events occurred to the patient.